Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device failure to accurately detect the power source was due to contamination of the main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that when an astral device was connected to ac power it detected the source to be a dc power source. The device was not in use when the fault occurred; therefore, there was no patient involvement.

Manufacturer narrative:
The astral device main circuit board (pcb) and the data logs were returned to the resmed design house for an extensive engineering investigation. Review of the data logs and performance testing confirmed the report that the device was incorrectly detecting the power source. Based on all available information and previous investigations of similar complaints, the investigation determined that the failure to accurately detect the power source was due to an isolated component failure within the main circuit board (pcb). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that when an astral device was connected to ac power it detected the source to be a dc power source. The device was not in use when the fault occurred; therefore, there was no patient involvement.